Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2366-70 serial#: (B)(4), description: linear 3-6 lead, 70cm. Model#: sc-8416-70 serial#: (B)(4), description: 2×8 MRI paddle lead, lim, 70cm. The explanted leads were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients leads were having high impedances. The patient underwent a revision procedure wherein two leads were replaced. The patient was doing well postoperatively.